Manufacturer narrative:
Evaluation summary: a company representative did not indicate finding any issues related to the reported event. The company representative replaced a footswitch cable. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported footswitch problems during a procedure. The footswitch started working again. The procedure was completed without any patient harm.